Event description:
(B)(6) machine confirmation # (B)(4). Over the past two years I have repeatedly had problems with my philips respironics machine shutting off unexpectedly during the night while I'm sleeping. I'm awoken gasping for air and the machine eventually turns back on. This happens 2-3 times/month. In 2019 I was diagnosed with stage 3 renal disease possibly from the use of this machine. I spoke with a philips representative at some length on (B)(6) 2022. And I was told I qualify for a replacement machine but they could not tell me when I might receive one. I told them I was dependent on the machine and had to take the risk of continuing to use it. They could not offer a solution to my dilemma. I was contacted recently by a law firm wanting to take my case. I have no interest in filing suite I simply want a new machine before this one kills me. I can be reached at (B)(6). Thank you for your consideration of this matter. FDA safety report ID# (B)(4).